Event description:
Customer reported after thawing the bag, the customer attempted to weld the bag to unspecified tubing using a standard sterile tube welder after which leaking was detected when attempting to transfer the cord blood from the cryocyte bag to the transfer bag on (B)(6) 2012. The reporter stated that the (hospital) customer clamped the bags, tubing, and tried to re-weld the cryocyte container to another sterile transfer bag, but the weld failed and leaked. The reporter relayed that the customer was able to use the cord blood infusion and that no patient injury is reported. No further information is available at this time. (B)(6). Additional information received: (B)(4) advised that they do not have a sample. They advised that this was complete user error by the transport center, (B)(6). Per the discussion, it was identified that the transport center tried to connect the bag to a non-standard set. This weld would not hold as they are two different materials. The transport center did not follow the protocol that was provided to them by (B)(4). Per (B)(4), there was no failure of the device. No lot number is known. (B)(4) notified (B)(6) of this use error by (B)(6) as they are the liaisons between the facilities. They consider the case closed and no further action is needed on their part. (B)(4) also advised that there was no contamination and they had enough cells for engraftment. There was no negative patient impact.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag tubing connection issue when trying to transfer cells from the cryocyte bag to another bag. There have been no reported negative clinical consequences for the patient at this time. As in all cases of cryocyte bag potential breaches in sterility, there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, this issue could potentially cause or contribute to an event if it were to reoccur. The complaint could not be confirmed as no lot number is known and there is no physical sample to evaluate. Per the reporter, this is not a device failure, but a misuse by the user facility. Please know this product has been end of life since 2010.